Manufacturer narrative:
The hillrom technician found the external buzzer needed to be replaced. Per the progressa user manual: the brake not set is an audible and visual alarm. The alarm will sound, and a message will show on the gci, when the bed is connected to an ac power source and the brake is not set. When the bed is connected to ac power and the brakes are not set, an alarm sounds and a message shows on the gci. When ac power is removed, the alarm will stop and the gci will turn off. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in august 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).